Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 550+ mg/dl. The customer treated the high blood glucose readings with the pump and a manual injection. The customer stated that she did not experience any no delivery alarms. The customer was advised that the settings on the pump may need to be adjusted. The customer stated that she will speak to her doctor regarding the pump's settings. The customer was advised to change out the set every 3 days to prevent low reservoir alert. The customer will be sent replacement sets.